Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer passed away at home. The cause of death was high blood glucose. The caller stated that the customer had kidney failure and was on dialysis that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected in an unknown time period prior to passing. The customer was taken off the pump as it kept over bolusing. The customer was not using sensors. The device will not return for the analysis.